Event description:
Related manufacturer reference 2182269-2017-00066. During the procedure, a pericardial effusion occurred. After transseptal access was obtained, the introducer and ablation catheter were placed into the left atrium. At that time, the patient became hypotensive and an effusion was noted on intracardiac echocardiogram and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with the device.

Manufacturer narrative:
Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Log file analysis indicates intermittent signal loss on optical fibers 1-3; however, the signal loss was not observed during testing of the returned device. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.